Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Reporter occupation was lay user/patient.

Event description:
The initial reporter received questionable result from coaguchek xs meter serial number (B)(4) compared to a laboratory using stago neoplastine cl+ reagent. At 8:44 am, the meter result was 5.6 inr. Within 15 minutes, the lab result was 3.8 inr. Warfarin was held for one day and the customer ate spinach based on the meter result. On (B)(6) 2019 at 7:40 am, the meter result was 4.8 inr. At 7:40 am, the laboratory result was 3.4 inr vein. On (B)(6) 2019 at 8:58 am, the meter result was 5.5 inr. Within 4 hours, the laboratory result was 4.1 inr. Warfarin was held and the customer ate spinach based on the meter result. The therapeutic range was 2.5 to 3.5 inr.